Event description:
I am writing to report an unusual occurrence identified at our facility involving a 78-year-old incarcerated male with a complex cardiac history, including chronic obstructive pulmonary disease, congestive heart failure, coronary artery disease status post-transcatheter aortic valve replacement, and diabetes. The patient initially presented to the (B)(6) emergency department on (B)(6) 2025, with complaints of left arm pain and swelling. He was admitted to rule out an upper extremity deep vein thrombosis, which was subsequently ruled out by ultrasound. On (B)(6) 2025, the patient was taken to the cardiac catheterization lab for removal of a previously placed permanent pacemaker. During the procedure, staff noted that the pacemaker generator was affixed externally and connected via a pacing wire inserted through the internal jugular vein into the right atrium, an atypical configuration that was not documented in the medical record and appeared inconsistent with standard practice. The generator was safely detached at that time. (B)(6) leadership and risk management initiated an internal investigation, including the boston scientific representative. The following key findings were identified: the pacemaker generator had originally been explanted from a different patient at (B)(6) on (B)(6), 2025. Patient: (dob (B)(6)). The current patient, (B)(6), received a new lead only on (B)(6) 2025, at (B)(6)). No device representative was present for that procedure. It is presumed that the previously explanted generator was inappropriately connected to the newly placed lead. The lead information was later called into boston scientific for registration. The device settings had not been reprogrammed and remained configured for the prior patient. Our chief medical officer contacted dr. (B)(6), the cardiologist who explanted and implanted the device, and dr. (B)(6) stated when he removes a pacemaker that "still has life in it," that he saves it, has it reprocessed/sterilized, and uses in another patient. (B)(6) risk management contacted (B)(6) risk management department, and (B)(6) stated their cath lab does not follow the process described by dr. (B)(6) and these devices are not reprocessed/re-sterilized for reuse. (B)(6) risk management contacted (B)(6) risk management department, and (B)(6) stated these devices should not be reprocessed/reused and an investigation will be conducted. Boston scientific corporation fresno, ca 93721 us.